Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was broke away from the te, damaging wires in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.